Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the right atrial (ra) lead exhibited intermittent u undersensing. Possible loss of capture was noted on the right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.